Event description:
It was reported that the ventilator failed o2 sensor test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of the provided problem description and service report. Log files were not provided. During further investigation it was found that the control printed circuit board was defective and required replacement. After replacing the defective part, the ventilator passed all functional and safety test and was returned for clinical use. No parts were returned for further investigation, therefore the root cause for the reported problem could not be determined.